Manufacturer narrative:
Analysis of the pump found over-infusion with an undetermined root cause. The pump was found to be over- infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Destructive analysis was performed and no anomalies were found. Interrogation of the pump determined it was used to infuse diluadid 25.0 mg/ml at 3.002 mg/day, clonidine 3.0 mg/ml at 0.3602 mg/day,and fentanyl 9.0 mg/ml at 1.0807 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain and failed back surgery syndrome. The pump was returned to the manufacturer for analysis without a complaint. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.